Event description:
Philips received a complaint on the v60 indicating that the blower stalled. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during field change order (fco) implementation. No patient or user harm was reported. During field change order (fco) implementation, the authorized service provider (asp) found that the blower stalled and ordered the replacement blower assembly. Upon receiving the new part, the asp performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.